Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per facility, the complainant parts were discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reaming head and reaming tube assembly could not be disconnected from a reamer/irrigation/aspirator (ria) shaft following the completion of an unknown surgical procedure on (B)(6) 2016. The issue was discovered post-operatively. The procedure itself was completed successfully without any delay or patient harm. This report is for one (1) unknown reamer head. This report is 2 of 3 for com-(B)(4).